Event description:
It was reported that the sheath became kinked/distorted. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that access was obtained through the femoral region. Following a transseptal puncture (tsp) to gain access to the left atrium, the was sheath was positioned at the ostium of the left atrial appendage. Subsequently, the wds was advanced through the was sheath into the left atrial appendage. During the procedure, it was observed that the curvature of the was sheath had become distorted and failed to maintain its intended shape and angulation. The closure device was able to be successfully implanted. There were no patient complications or consequences that occurred as a result of this event.